Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# va0gzhu, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) and experienced a loss of therapeutic effect. The patient stated that they had good relief for their bowel and bladder but over the last past week and a half they had been ¿pooping everywhere¿ and when they tried to stand up from a seated position they leaked. The patient also noted that this issue had ¿gotten more intense¿ over the past couple of days and that they might have a virus as well. The patient was able to increase the stimulation on program 1 from 0.4 to 0.5 and felt the stimulation again. The patient tried to increase the stimulation to 0.6 but that felt too high and went back down to 0.5. The patient was going to try this setting and see what happens. It was re ported later that the patient was getting urinary relief and even some bowel control as well but since getting assistance with stimulation adjustment on 2014 (B)(6). The patient reported that when in certain position, it felt like someone was sticking them with a pin in the vaginal area, labia majora, especially when they were in the laying down on their side position. The patient was to lower stimulation and monitor. It was further reported that the patient hadn¿t felt stimulation in months. The patient had been wetting themselves and it felt like their battery had moved and this was months ago. The patient had had c-diff and post-nasal drip or allergies. The patient was being able to adjust stimulation and their device was powered off. The patient was able to feel stimulation again. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.